Event description:
During a laparoscopic sigmoid colectomy procedure, the device caused an error code 5. The troubleshooting steps were followed, but the error code persisted. The device was removed from the handpiece and a new one was opened and placed on the handpiece. It cleared the error and finished the case. There was no reported pt conseqeunce.

Manufacturer narrative:
H6: broken blade. Anlaysis summary: based on analysis results, this event is now determned to be a MDR malfunction. The analysis results found that the device was returned with the distal tip of the blade broken off. The remaining portion was found to have gouges. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional iinsert states: "avoid accidental contact with other instruments during use" and "scratches on the blade may lead to premature blade failure". The batch history records were reviewed with no anomalies noted during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.